Event description:
It was reported that a revision surgery was performed. The reason for this revision is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed. The reason for this revision is unknown. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation the need for corrective action is not indicated. In order to provide a complete report against this reportable event numerous attempts were made to identify the device information to no available. Without the reason for the reported event, therefore no root cause can be determined. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.